Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in-clinic. Upon chest x-ray, the right ventricular lead was shown to be dislodged. The lead also failed to capture. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.